Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed discoloration of the outer sheath of the driveline cable, as well as damage to the strain relief. As a result, the reported discoloration event was confirmed. The observed strain relief damage is an additional observation not related to the reported event, likely due to wear and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the reported discoloration event may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received photographs due to discoloration of the driveline cable. The driveline subsequently tested out of specification during manufacturer¿s analysis. The driveline remains in use. No patient complications have been reported as a result of this event.